Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory features functioning appropriately. The complaint of an intermittent vibration issue was not duplicated during investigation. The pump cover was removed and no defects were found to the vibration motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.